Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's stimulation was not working right from the start. The patient went to see a doctor who told her the he could not make a revision on the leads and suggested the patient get a pump instead. The pain stimulation was inactivated in (B)(6) 2014 when the patient started the pump trial. The patient also received a full pump system on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.